Event description:
The catheter had separated at cuff and could have migrated. The doctor barely had enough catheter to retrieve it out of pt.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar product complaint file(s) for this lot.